Event description:
Reportable based on device analysis completed on 12-oct-2018. It was reported that crossing difficulties were encountered. The 95% target lesion was located in the highly tortuous and fibro calcified left circumflex (lcx) artery. After a 3.5mm x 12mm quantum maverick balloon catheter, a 2.75mm x 12mm quantum maverick balloon catheter, and a 2.0mm x 12mm maverick failed to cross the lesion, the procedure was completed with another balloon and stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed shaft detached/separated of the 2.75mm x 12mm quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 51.3cm from the hub. There are two kinks on the hypotube at 8.9cm and 48cm from the hub. There is another kink on the hypotube 89.5cm from the tip. The inflation lumen has a kink 16.8cm from the tip. Microscopic examination revealed that the tip is damaged and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.